Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this right atrial (ra) lead presented to the emergency room after experiencing a fall. The patient was light headed and was admitted to the hospital. Upon review, technical services (ts) observed possible loss of capture. It was noted that the p waves and pace impedance measurements had dropped. Thresholds were noted to be high. Additional information was received from the field representative that the lead had been tested and the thresholds had stabilized. The physician suspected that the lead issue occurred after the patient had fallen. The physician was going to continue to monitor. The lead remains in service at this time. No additional adverse patient effects were reported.